Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult or delayed positioning associated with leaflet grasping resulting in unspecified tissue injury/tear cannot be determined. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, an additional xtw clip (40723r1110) was inserted into the triclip steerable guide catheter (tsgc). However, the physician stated that they felt resistance when advancing the clip. Therefore, the clip was removed and replaced. An xtw clip (40729r1033) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw (40729r1034) was inserted, but after several grasping attempts, a small tear was observed. The physician then repositioned the clip and deployed it on the tricuspid valve. To further reduce tr, an additional xtw clip (40910r1039) was inserted into the tsgc. However, the physician stated that they felt resistance when advancing the clip. Therefore, the clip was removed and replaced. One clip was then implanted, reducing tr to a grade of 1+. There was no clinically significant delay in the procedure.